Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd eva-ai3-sm3 needle precisionglide 18x1-1/2in was noted to have damaged packaging. Verbatim: batch: 3118861 quantities: 1 nf:1039693 reason: 1 dirt or foreign body in the needle. Batch: 3264352 quantities: 1 nf:1067682 reason: 1 extension in the protective cover piercing the packaging. Additional information received on 01/02/2026. For batch 3118861: could you please confirm the date of event? A: 05/05/2025. Was anvisa notified? If yes, what was the notification number? A: no, only the company. Is the sample related to this incident available for analysis? If yes please answer the below questions a: yes. For batch 3264352: could you please confirm the date of event? A: 05/05/2025. Was anvisa notified? If yes, what was the notification number? A: no, only the company. Is the sample related to this incident available for analysis? If yes please answer the below questions. A: yes.

Manufacturer narrative:
Package damaged / defective / other a detailed analysis of the lot history (DHR) was performed, along with a review of all quality notifications, production records, and maintenance records associated with the lot in question. No prior records or deviations related to the reported defect were identified. For the defect classified as package damaged / defective / other, the complaint was not confirmed. The received sample was subjected to the carbon test, in accordance with the applicable procedure, and no perforation or loss of package integrity was identified, as evidenced by the attached test report.

Event description:
No additional information provided.